Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This device was subjected to and passed all return product testing. Analysis determined this device met specification.

Event description:
Boston scientific received information that this pacemaker was explanted due to an unknown reason approximately 2 months post implant. No additional adverse patient effects were reported.